Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. Customer stated that they wants to know why she was kicked out from auto mode today and the insulin pump auto restarts with pump error. The insulin pump will not be returned for analysis.